Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
During a t8-ilium posterior fusion procedure, the scrub tech was loading the rod instruction pliers and nicked himself. The tech commented he did not understand why the edges where the rod engages the pliers are so sharp. The circulating nurse removed his glove, washed his hand with betadyne and regloved the scrub tech who then continued with the procedure. No device will be returned for eval.